Event description:
Baxter columbia report leak noted with homechoice set during apd treatment. No patient injury or medical intervention reported by affiliate. No further detail provided by baxter affiliate.